Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer received a motor error alarm on the insulin pump after it was exposed to a high magnetic field. The alarm was cleared and the customer successfully performed a 5 unit prime with no motor error alarm occurring. The motor error had occurred more than ten times over the previous 30 days and the insulin pump had also indicated a motor position encoder error. The customer's blood glucose was not known. Nothing further was reported.